Manufacturer narrative:
The reported oad was received at csi for analysis, engaged with the viperwire guide wire. Visual examination revealed the driveshaft was fractured at the distal edge of the crown. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. There was no damage observed with the guide wire, and when tested, the oad functioned as intended. At the conclusion of the device analysis investigation, the report that the driveshaft fractured was confirmed. It was hypothesized that the driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, however the exact root cause was undetermined. It should be noted that the diamondback coronary orbital atherectomy system instructions for use states the following warning, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was selected to treat a lesion in the distal right coronary artery. The oad was operated distal-to-proximal for two treatment passes on low speed. During the second treatment pass cine imaging revealed the distal portion of the oad had fractured. A snare device and guide extension catheter were used to retrieve the fragment. The patient was in good condition following the procedure.